Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) procedure. At the end of the surgery, foreign material was found falling into the patient's cavity. The foreign material was removed from the patient by forceps. The retrieved foreign material seemed to be a fragment of the two balloons that were used. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the trocar balloon, obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.